Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported that starting from step 1 she has seen that her gums are getting very inflamed. The patient said that there are 4 teeth incisors and k-9s on both sides that are causing this issue. The patient stated that these have been causing her pain since step 1 started. The patient submitted a check in, and the blister had started and now there is a very large white blister. The patient said that these are making the aligners very uncomfortable to wear. Tips were given to help the patient with fit issues, however, the patient indicated that the scalloping did not work. Her gums are still irritated and causing her a lot of pain.